Manufacturer narrative:
(B)(4). Date sent: 9/17/2025. Operational notes attached.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2025 d4: batch # unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that they received notice of litigation for a patient with history of post parietal gastric stenosis following previous bariatric surgery. Patient underwent a ¿laparoscopic roux-en-y gastric bypass revision, 75 cm strict food loop,50 cm biliopancreatic loop, and intraoperative gastroscopy.¿ operative report states a ¿60 mm echelon black cartridge¿ was used to create the pouch and ¿ultracision¿ was used to release a vessel and ¿a few mechanical clips are placed for hemostasis.¿ the gastrojejunostomy was created with suture on the posterior portion of the gastric pouch and the antimesenteric side of the jejunum, ¿a running suture is performed using a 3-0 absorbable v-loc suture. A parabolic enterotomy of our gastrostomy is performed, approximately 2 cm long. Two 3-0 v-loc sutures are used in the posterior and total layers. First, the posterior layer and the two running sutures are performed continuously on both sides to completely seal the anastomosis anteriorly. The anastomosis is very satisfactory and tension-free.¿ for the jejunojejunostomy ¿a 60mm white cartridge¿ was utilized ¿to perform the lateral portion of the anastomosis.¿ operative note further states ¿when exposing the mesenteric window, there was a small break in the secretory layer on the food loop. This is closed with a simple 3-0 vicryl suture. Near the base of the loop, there was also a rupture of the scrotum near our anastomosis, which was repaired with a simple 3-0 vicryl stitch¿. Hemostasis is checked. A few clips are applied to the affected staple line. We rechecked our anastomoses, and they were correctly oriented. ¿ following the surgery, the patient began experiencing a drop in hemoglobin. Patient's hemoglobin continued to fall, reaching a low of 92 (from 125). Patient was diagnosed with an intra-abdominal hemorrhage and retrogastric hematoma which was treated without surgical intervention and was discharged 5 days later. No information is provided as to patient¿s current condition. It caused or contributed to a serious injury. It caused or contributed to the need for additional medical or surgical intervention. There were patient consequences noted - hemorrhage afterwards.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2025. Additional information received from attached operative notes. Translation pending.